Manufacturer narrative:
(B)(4) surgical procedure. Muscle weakness occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent rear-side fixed surgery and a posterior decompression for lumbar spinal canal stenosis on an unknown date and absorbable hemostat was used. The absorbable hemostat was used to arrest large hemorrhage from the epidural venous plexus between right side of l3 and 4. Avitene was applied around the absorbable hemostat and the absorbable hemostat was left in place. On the next day of surgery, the patient experienced confirmed muscle weakness of right quadriceps muscle and the muscle weakness progressed on the second day. On the second day after the surgery, the patient underwent re-operation and absorbable hemostat and avitene were removed since there was a possibility of right l4 nerve root compression. It was reported that the patient was able to walk by herself and the paralysis was gradually improved. No additional information was provided.